Event description:
It was reported that approximately 45 months after a total shoulder replacement procedure, the patient underwent a revision procedure to address instability, joint dislocation, and joint laxity. Patient was last known to be in stable condition following the event. Photos attached. No other patient information/medical history reported.

Manufacturer narrative:
Concomitants: (B)(6) - 315-35-00 - glnd kwire, (B)(6) - 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6) - 320-15-03 - rs glenoid plate l post aug, 8 deg, left, (B)(6)- 320-15-05 - eq rev locking screw, (B)(6) - 320-20-00 - eq reverse torque defining screw kit, (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) - 320-38-00 - equinoxe reverse 38mm humeral liner +0, (B)(6) - 321-20-00 - equinoxe reverse shoulder drill kit. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.